Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling painful stim. Patient stated at first the therapy was doing okay for her symptoms but in the past couple of days patient started having pain in bladder and rectum, but patient stated she could not feel stim since (B)(6) 2018. Patient stated it felt more like bladder spasm and patient had taken oral pain medication to help with the pain. Patient reported leaking and stated when she stands her bladder completely empties. It was confirmed that patient¿s therapy was on. No trauma/falls were reported that could be related to this issue. Patient decreased amplitude and that eliminated the uncomfortable stim. Patient changed from program 1 to program 2 as she had leaking on that program and could not increase stim on that program. Patient reported that the pain in her rectum and bladder went away when she changed to program 2. Patient was redirected to follow up with her healthcare provider (hcp) about her symptoms and change of programs. No further symptoms reported. No device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient received an inquiry about the event, and clarified that it wasn't that she couldn't feel stimulation, that there wasn't a device issue but that her device had needed adjustments and her hcp told her to allow a day or two for results, and the patient had seen improvements. The patient was doing ok, has had to increase a couple of times, and every time she increases she gets terrible back pain for about 24-48 hours. The back pain goes away, but then she starts leaking again. The patient says now she doesn't have the back pain and she is not really leaking. The patient was again advised to contact her doctor for any other needed programming adjustments. No further complications were reported or are anticipated.